Event description:
It was reported that pump declared malfunction alarm during insulin delivery and customer was unable to successfully load cartridge, as malfunction alarm kept recurring. There was no reported impact to the customer¿s blood glucose level. Customer was assisted with proper cartridge loading technique, advised to use multiple daily injections as backup therapy, and was provided replacement pump, while being instructed to place problematic pump in storage mode and return it to tandem using pre-paid label within specified timeframe.